Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. According to the surgeon, the likely root cause of the reported lens vaulting is capsule fibrosis and noted the patient thought the lens was squeezing the eye. (B)(4).

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Preoperatively, the patient's bcva was 20/25 with mr + 1.25 x 165. Postoperatively, the lens vaulted in a z configuration. The patient's postoperative bcva was 20/20-3 with mr - 2.50 + 0.50 x 010. The lens was explanted and replaced with a 21.50 d crystalens. The patient's current bcva is 20/20-3 with mr + 1.25 + 1.25 x 170. Patient's current treatment is prescription eye drops and current prognosis is excellent.